Manufacturer narrative:
Bayer product analysis received and examined the returned syringe set. Visual examination of the returned product confirmed the presence of a foreign material in the syringe barrel. A hair-like particulate, measuring approximately 30 mm in length, was found in the syringe barrel. Our investigation determined that the particulate noted in the syringe was likely introduced during the component manufacturing or assembly process. A 12 month review of complaint history demonstrated a frequency of 0.43 complaints per million for particulate inside a syringe barrel.

Event description:
The site reported the following: the technician stated that she observed a filiform foreign body inside the syringe during the saline infusion process. There was no injury.